Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse performed a system check and was not able to reproduce the reported event. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse reported to the technical support engineer (tse) that universal surgical manipulator (usm) 4 was drifting. The nurse could not find the surgeon who experienced the problem, and described the issue like when releasing the gripper on the controls, the usm4 still moved for a second. The nurse could not tell if the head of the surgeon was still in the viewer or not. The system startup fine, the tse checked the logs, only one message 23075, a surgeon's hand may not have been touching the master tool manipulator right (mtmr) while in following mode at the surgeon side console 2 (ssc2). This corresponds to the message they got on screen, something with 'having no control' the nurse said. The procedure was completed with no reported injury. The issue did not cause a delay in the procedure.